Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump has repeated pump errors. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. The errors began on (B)(6) 2017. It was advised that the insulin pump will need to be replaced. It was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted. The motor was tested outside of the device and passed. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No unexpected bolus not delivered alarm noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.